Event description:
Customer reported that when the surgeon used the saw to cut the bone strength, the blade got loose instead remain blocked. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, functional testing was performed and revealed the coupling tool side was torn off and the device has a locking problem. The device was repaired and returned to the customer on (B)(4) 2012. Placeholder.